Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.

Event description:
The customer reported to corporate product surveillance of an event that occurred on the nursing unit 3w, iicu (interim ICU dept), on (B)(6) 2011 involving the non-dehp clearlink buretrol solution set, product code 2h8819, lot number unknown. The customer said ivig was being administered to a child through the vented buretrol tubing and the buretrol spontaneously exploded, spilling approximately 130ml of medication. The product the customer alleged the defect against is not a vented buretrol set. A baxter single chamber pump was used, serial number unknown. The IV medication was in a glass bottle with buretrol. The roller clamp was open and the vent clamp was close off. The buretrol vacuumed by itself. The rn checked to look and touched the buretrol and it cracked on the front and exploded. The leak occurred at a crack in the buretrol. It is unknown if the buretrol or the drip chamber were squeezed during priming. There was no adverse event, no patient injury or medical intervention associated with this report. The vendor liaison is awaiting sample from the unit. No additional information is available.